Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2026. No autopsy was performed, and the pump wouldn't be returned. The patient was taken back to the operating room (or) for right ventricular assist device (rvad) on (B)(6) 2026 and they required continuous renal replacement therapy (crrt). Patient had vasoplegia and was changed to do not attempt resuscitation (dnar) to allow natural death.